Event description:
Upon interrogation, the battery voltage of the device had significantly decreased. The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
No conclusion code available. As received, the device was above elective replacement indicator (eri). Visual inspection revealed blood in the header but no other anomalies were noted. During interrogation, it was noted that the device never reached eri. Further analysis performed on the device revealed high current that was traced to a node in the hybrid. The premature depletion was caused by excess current drain; however, the cause of the excess current was undetermined. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.